Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported a conflicting result with binaxnow covid-19 ag self test on (B)(6) 2022. The customer got a negative result after getting a positive result when first test was performed. Also, the customer stated getting a negative result two days ago. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a conflicting result with binaxnow covid-19 ag self test on (B)(6)2022. The customer got a negative result after getting a positive result when first test was performed. Also, the customer stated getting a negative result two days ago. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: d4: lot number testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 211329 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 211329, test base part number 195-wjr / lot 207739. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot. 211329 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the specific patient sample. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.